Event description:
The customer reported to olympus that while using the autoclavable camera head, the customer observed completely dead / dark image. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of no image was confirmed. The investigation revealed no endoscopic image (black screen only) and a defective coupler unit. The coupler was too loose and out of axis. Additionally, the cable unit and the coupler unit were faulty and were replaced. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. Concomitant medical products were reported (d)(10).

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. MFR report # 3002808148-2023-01685. Patient identifier: (B)(6). Additional information provided by the customer: follow up was conducted with the customer and the following procedural/patient information was reported. Concomitant medical products were reported (d)(10) -cv-190, sn (B)(6) & clv-190, sn (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final. Based on the results of the investigation it is likely the lack of image was caused by a faulty cable. It is likely the cable is damaged due to user handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.